Event description:
It was reported per medwatch report that while receiving intra-aortic balloon pump (iabp) therapy the "first iabp console was alarming and sent the following warning: front end control failure 6 (4)."

Manufacturer narrative:
(B)(4). Additional info received on (B)(4) 2011 from the field service rep stated that the biomed person reported "I checked the pump (B)(4) and was not able to reproduce any errors. The machine functions correctly. The pump was returned to service. I have received the new raise and lower part. I put the power supply in and that took care of the battery charging issue."